Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Dentsply was unable to verify the complaint due to the attachment being inoperative at the time of testing. The returned attachment was tested by manufacturing personnel and did not meet production specifications for bur insertion and removal, water spray (with air), rotation, leak, motor connection, cap temperature, run noise, cut, lighting (l models), current draw, water spray (no air), and color cap depth. The above failures are not necessarily due to the performance of the attachment bur rather failures by default due to the attachment being inoperative. No further testing was conducted by quality personnel. Attachment was found to be inoperable at time of testing. During examination after disassembly, interior cap and set components exhibited debris and lack of lubrication. Head tail, tail, set and main drive dog gear assemblies all exhibited significant wear and/or debris and corrosion. All components were dry and lacked lubrication. The lack of lubrication may have caused friction and as a result, an acceleration of wear for components mentioned above. This accelerated wear then could have caused debris to form inside the rotating components causing more friction and accelerated wear. This condition may have caused instability along the vertical axis of the set and may have caused the spray manifold to loosen and depart the attachment. This combination of events could have caused the heat reported in the complaint.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated and burned a patient. There was no intervention.